Event description:
During normal collimator exchange with the philips skylight gamma camera the collimator failed to secure itself to the detector head. After collimator exchange, the detector attempted to return to its home position. At this time the collimator was partially secured to the docking station and partially secured to the detector head. As the detector continued to move toward its home position the low energy high resolution collimator became separated from both the docking station and the detector head and fell onto the patient table, and then on the ground. This event occurred during normal daily qc with no pts in the room and no reportable injuries. MFR was notified of the event and responded on site to perform system eval. Several parts were damaged and replaced upon evaluation from MFR. After parts were replaced, evaluation to ensure clinical safety before system was released for pt use. After evaluation, system met MFR's specifications and was released for pt use the next day. To date rptr has not rec'd any explanation or reason, from the MFR, why this event occurred.